Event description:
(B)(4) makes changes to the adhesive of their double faced adhesive disc w/o informing the public about the changes and it is stated on the packages that "no changes have been made to the product you have been purchasing". For the past three yrs, orders arrive at least once a yr that are useless because the adhesive fails. They must get enough complaints because each time this happens, they get better again. In yrs past, (B)(4), and it is far less effective and reliable. Dates of use: (B)(6) 2011. Diagnosis or reason for use: used to attach urinary drainage bag to body.

Event description:
Additional info received from reporter 6/27/2012. Marlen mfg's product "double faced adhesive discs" part #107, the adhesive has been changed and the change makes the product less effective and no longer waterproof. The product package states that "no changes have been made to this product," but clearly changes have been made and continue to be made. The product is unreliable and keeping me from living a normal life without fear of major leakage of my appliance. Marlen continues to deny changes, but I will be happy to send you samples of their product before and after the adhesive changes. Marlen is making the discs smaller in diameter and thinner in width, which also makes them less effective. Also, I question whether or not they are still using white rubber on the product at all. This is my second complaint filed about this product, please investigate this company and the product mentioned here. Thank you.